Manufacturer narrative:
The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residue was observed on the sample. Two partial circumferential splits were observed between the 33cm and 36cm depth markings. The catheter exhibited an elliptical cross-section in the vicinities of both splits. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to patent to infusion, however, leaks were observed emanating from the site of the aforementioned splits. Microscopic inspection of both splits revealed rounded edges. The edges exhibited a granular texture with regions of polished material. Material buckling was observed in the vicinities of both splits. Material wear was observed on the inside catheter surface opposite each split. The characteristics of both splits were typical of damage caused by flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube which gradually forms cracks in the catheter material. Physiological conditions, catheter placement and catheter securement methods may contribute to flexural fatigue.

Event description:
It was reported that 2 leakage points appeared on the subcutaneous location 2cm below the puncture site on the catheter. Severe outflow was found during the infusion of epirubicin.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.